Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance hydro, stent: 2.50 x 18 mm xience sierra. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery (lad). A 2.50x18mm xience sierra stent was implanted in a lesion located from the proximal lad through the first diagonal branch. A 2.50x15mm xience sierra stent delivery system (sds) was attempted to advance to the lesion but failed to cross when interacting with the pre-deployed xience sierra stent. After some manipulation, it was noted that the 2.50x15mm xience sierra stent was flared. When the sds was removed from the anatomy, resistance was met with the arterial sheath which caused the stent to dislodge within the sheath. Therefore, the sheath was removed as a single unit from the access site along with the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.